Event description:
Reporter alleged obtaining the results of 34 mg/dl and 85 mg/dl back to back within 10 minutes on the compact plus system. Reporter alleged that on another day, he obtained the results of 27 mg/dl and 73 mg/dl back to back within 10 minutes on the same compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus blood glucose results of 153 mg/dl, 90 mg/dl, and 160 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.